Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.

Manufacturer narrative:
The display was frozen on a full segment display due to a faulty capacitor on the interface board.